Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable caused the pump to alarm no disposable, pump won't run alarm. No patient injury.

Manufacturer narrative:
Device evaluation: one sample was received in used condition. A visual inspection found that the sample was received without the blue clip or white cap. No other damage was noted. During the functional testing, the sample was filled with water and connected to a pump. The sample was fully priming and was connected without difficulty. No alarms were activated on the pump. The customer reported complaint could not be replicated. A root cause was unable to be confirmed. A DHR review was not completed as a lot number was not provided.